Event description:
The customer reported that the infusion sets and reservoirs were changed several times. The caller stated that she has used three bottles of insulin, and the insulin pump did not give her any alarms. The customer stated that troubleshooting could not be performed as the device is shut down and will not do anything. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.